Manufacturer narrative:
Upon receipt, the device was unable to communicate. The cause of the no communication was revealed to be due to a low battery voltage from premature depletion. The cause of the premature depletion remains undetermined. Testing did not reveal any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was unable to be interrogated due to possible premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.